Event description:
The collar locking mechanism was stuck.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 14, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d3 (manufacturer - updated email address) d4 (additional device information - added exp date) g1 (all manufacturers - update first name, last name, email address & telephone number) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to correction, additional information and device evaluation) h3 (device evaluated by manufacturer) h4 (device manufacture date) h6 (identification of evaluation codes 10, 3331, 213, 67) type of investigation #1: 10 - testing of actual/suspected device type of investigation #2: 3331 - analysis of production records investigation findings: 213 - no device problem found investigation conclusions: 67 - no problem detected the returned samples were visually inspected upon receipt and no visual anomalies were noted. The quick connect assembly was able to be taken apart and put back together several times with no issues. The quick connect body has a rotating locking sleeve that if in the locked position, the insert is unable to be removed from the body. The quick connects were found to function as intended. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H6: component code: 3083 - locking mechanism. Health effect - impact code: 2645 - no patient involvement. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 2292 - defective component. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the collar locking mechanism was stuck. No patient involvement. Product was changed out. Procedure completed successfully.